Event description:
It was reported that the iLet displayed prompts to connect a CGM or switch therapy while paired with a Dexcom G7 after the user applied a new sensor without entering the required four-digit pairing code, leading to loss of CGM data and expiration of BG run mode. Symptoms included no reported adverse clinical effects. Outcomes included the user transitioning to multiple daily injections until replacement sensors are received, with no alerts or alarms reported. Investigation included troubleshooting and user education regarding correct CGM pairing and sensor code entry. Investigation of this case revealed user setup error related to incorrect or absent sensor pairing, which prevented automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and use.